Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer began insulin therapy via the pump and did not program the insulin duration setting. Tandem technical support guided the customer through adjusting the insulin duration. Customer's blood glucose level was 206 mg/dl.